Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ICD will be replaced; however, the procedure has not yet been scheduled due to patient request.

Manufacturer narrative:
Concomitant medical products: 4470 lead implanted: 01apr2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.